Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to the clogging of the nozzle, air supply volume and water supply volume did not meet standard values. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, due to clogging of the nozzle, water removal ability did not meet standard value, the electrical connector had discoloration due to water leakage, due to damage on the flexibility adjustment ring, flexibility adjustment function does not work, the adhesive around the objective lens was peeled and had a white-clouded area, the adhesive around the light guide lens had a white-clouded area, the plastic distal end cover had a dent, the connecting tube had a scratch and wrinkle, due to corrosion on the electrical connector, a noise image occurred, the protector of the universal cord on the scope connector side had a scratch, and the protector of the universal cord on the control section side had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer believed that the foreign material was possibly gauze. There was no delay in the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The initially customer reported to olympus that the evis lucera colonovideoscope had poor air/water intake. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was identified: foreign matter was found clogging the nozzle.